Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating and the remote support service (rss) was in offline mode. A field service engineer (fse) inspected the station and found all components functioning correctly. The issue had been resolved by the customer's it department. The communication was tested and confirmed to be working as expected. The system functioned as intended after the customer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not communicating with the server. The customer stated that this malfunction occurred while dispensing the medication and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.